Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product (c2/d10) tined lead: (B)(4).

Event description:
It was reported that a patient elected to have the device removed on (B)(6) 2025 due to lack of efficacy. It was later reported that the patient experienced urinary incontinence. The patient reported the sacral neuromodulation did not help enough and elected to remove the device.

Event description:
It was reported that a patient elected to have the device removed on (B)(6) 2025 due to lack of efficacy. It was later reported that the patient experienced urinary incontinence. The patient reported the sacral neuromodulation did not help enough and elected to remove the device.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product (c2/d10) tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: submitting supplemental record for product investigation conclusion and coding the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence, urinary" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.